Manufacturer narrative:
H10: h2, h6. The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. One customer provided image confirms the product identification information. The second customer provided image confirms the blue/purple hues resulting in ghosting in the image. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. There was a relationship found between the subject device and the reported incident. The complaint has been confirmed. Factors that could have contributed to the reported event include an impact event.

Event description:
It was reported that during a knee joint cleaning, the camera head had the image ghosting and because of this there was a loss of visualization. The procedure was completed with a backup device and no significant delay or complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.